Manufacturer narrative:
H6: investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20106437. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106437 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see h10.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "it presented a leakage in the connector. No damage to patient."

Event description:
It was reported that the bd maxzero¿ needleless connector leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "it presented a leakage in the connector. No damage to patient."

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20106437. Additional information provided by the customer indicates that no damage was visible to the maxzero and that leakage was identified shortly after installation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106437 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-01. H6: investigation summary. One mz1000 product was received for investigation without packaging, however the customer confirmed that the complaint sample was from lot 20106437. No connecting products were received. Pressure testing of the returned sample did not identify any potential sources of leakage throughout testing; a visual inspection did not identify any damage or manufacturing defects which may have resulted in the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106437 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "it presented a leakage in the connector. No damage to patient.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it presented a leakage in the connector. No damage to patient."